Manufacturer narrative:
(B)(4). One (1) leopard 5deg lordosis 7mm cage [product code: 1864-48-007] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the cage broke in three fragments. It should also be noted that not all of the broken fragments were returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the leopard cage breaking after impacting cannot be positively determined. However, as noted in the accompanying instructions for use excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Leopard cage broke after impacting. Surgeon removed all of the cage.